Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal vhd kit size 3 was deployed. Following the rocedure no bleeding or hematoma were noted. A light pressure bandage was applied. After 24 hours the pt experienced pain and developed a hematoma in the right groin. The physician used ultrasound guided compression to control the hematoma. In 2000, a vascular repair was performed on the pt. No further complications were reported.